Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, ubd: , UDI#: h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The reported issue was not able to reproduce in-house. The logs captured a corefile and segfault in "qmlguiservice". The core was generated by `qmlguiservice'. The program terminated with signal sigsegv, segmentation fault in the library "libnvidia-glcore.so.430.40" during the function call." Mre::details::defaultshaderstoragebufferobject::initialize()". Codes: b01, c10, d18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system experienced an error 64 while they were on the registration screen. They rebooted the system and had no further issues. There was a delay of less than one hour. There was no impact on the patient's outcome.